Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on 30jan24 during a thoracoscopic mediastinal malignant tumor removal and ¿it was reported that during the surgery, the surgeon noticed a broken tip of the ias12-100lpi and subsequently retrieved the fragment from the body. Target device is not returned from the facility but they provided us the photografic evidence.¿ the procedure was completed with an alternate same device. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2024 during a thoracoscopic mediastinal malignant tumor removal and ¿it was reported that during the surgery, the surgeon noticed a broken tip of the ias12-100lpi and subsequently retrieved the fragment from the body. Target device is not returned from the facility but they provided us the photografic evidence.¿ the procedure was completed with an alternate same device. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿broken tip of the ias12-100lpi and subsequently retrieved the fragment from the body¿ is confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined; however, based upon IFU; a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 48 reports, regarding 48 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. A determination for further investigation has been initiated. We will continue to monitor for trends through the complaint system to assure patient safety.